Manufacturer narrative:
(B)(4): actual explanted suture was returned for evaluation. Visual inspection was performed of the sample marked 14 days implant duration. The condition of the received explanted suture pieces was according to the expected appearance and condition after 14 days of implantation. The instructions for use indicates 14 days post implantation remaining tensile strength of vicryl is approx. 75%, and after 21 days approx. 50%.the absorption of vicryl suture is essentially complete between 56 and 70 days.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent plastic surgery of the vestibulum in (B)(6) 2014 and suture was used in the upper jaw. Following the procedure in (B)(6) 2015, hardening was found and the physician opined the suture did not resorb as it should. The patient underwent removal of the suture. It was reported that following suture removal, the patient tissue has recovered and patient status is healthy.